Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and or the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported a blank display, while in patient use on this ventilator device. The customer stated no known information regarding patient impact.